Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be melted, partial split on the tip and on the edge in cross direction which indicates a portion may be partially lost. There was no metal exposed on the jaw. Further inspection found char marks on the non-insulated area of the grasping section and on the probe unit due to thermal damage. The device was connected to the test usg-400/esg-400 and passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during an unspecified procedure; the thunderbeat hand-piece was not recognized and stopped working. The intended procedure was completed with a similar device. There was no patient injury reported.